Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, implant rupture. "Mild waterfall deformity". Unknown location of the device. This relates to the right side.

Event description:
Patient reported right side implant rupture and "mild waterfall deformity". Device remains implanted.